Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the problem was found during performing a diagnosis procedure. The procedure was completed with delay by moving patient to another room. It was reported to philips that the system gave an alert indicating the x-ray would not enable. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and performed built-in self-test diagnostics for flat detector and identified that diagnostics were failing which indicates that replacement of detectors was required. To resolve the issue, a third-party part replacement and repair service of the detector was performed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the x-ray would not enable, preventing imaging. No harm was reported to philips. Philips has started an investigation of this complaint.